Event description:
The user facility reported a 69 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during a routine purge cassette change by the staff nurse, and removing bicarbonate extension tubing, the yellow luer on the purge side arm cracked, requiring purge bypass. There was no patient harm reported.

Manufacturer narrative:
The investigation into the purge sidearm crack has been completed. The pump was returned for evaluation. Upon inspection, a crack in the yellow luer of the sidearm was confirmed. The clinical report review showed that sodium bicarbonate had been running in the purge solution. It was concluded that the cause of the purge leak was sidearm yellow luer damage due to sodium bicarbonate use. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.